Event description:
G2 ivc filter placed (B)(6) 2007 found to be multiply fractured and migrated. One filter arm in pericardium by ra, one in anterior chest wall likely causing chest pain, one in left chest wall near 10th rib, asymptomatic. Note, repeated well documented attempts to bring pt back for removal all failed. Filter and acw fragment removed today with forceps (filter) and cut-down (fragment). FDA safety report ID# (B)(4).